Manufacturer narrative:
Plant investigation: the cycler was returned for evaluation. The reported symptom lf10 (fluid leaking) was not confirmed. The reported symptom lf22 (m31 air detected in cassette warning) was not confirmed (CAPA# (B)(4)). A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed and passed. No fluid leaks were noted in the test cassette during the accelerated stress test. Patient sensor calibration check and mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported while in fill 3/5 of pd treatment the patient received "m31 air detected in cassette" alarms. The patient checked the patient line and confirmed the connection was tight and did not see air bubbles in the patient line or heater bag line. Treatment was cancelled and when the patient removed the tubing set she reported fluid leaking from the cassette and on the cycler where the tubing set was inserted. Additional follow-up was made with the patient's contact, who confirmed there was no issue with overfill and no injury as a result of the reported fluid leak. The patient was not requested to come into the clinic and no prophylactic medication was provided as a result of the reported fluid leak, and the patient did not require any medical intervention or additional treatment. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when the issue occurred. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.